Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was unable to lock the blade during surgery. Therefore, the surgeon removed the blade from the patient¿s body and tried to lock the blade outside the patient¿s body, but the blade was not locked. The surgery was complete with another size blade. There was no harm to the patient, a fifteen minute surgical delay reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. The subject device (pfna-ii blade) was received in the locked condition, and with soft tissue at the connection for the screwdriver. Also there are scratches visible on the implant which indicates contact with the nail during insertion. The exact reason for reported condition of ¿could not be locked¿ could not be determined but it was assumed that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. The manufacturing records were reviewed the instrument was manufactured in june 2014, produced to specification and met all release criteria. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.